Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated and the patient was experiencing difficulty charging. The patient underwent a revision procedure wherein the pocket was adjusted and the ipg was replaced. The explanted ipg will not be returned per hospital policy and the patient was doing well postoperatively.